Event description:
It was reported that the patient felt dizzy when first beginning activity. The device was reprogrammed to change the rate response and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.